Manufacturer narrative:
A supplemental report is being submitted for the medical records received. Sections b.4, g.3, g.6, and h.2 were updated. A correction was made to b.5, h.6: clinical code, and h.6: device code. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the paravalvular leak is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Corrected based on medical records received: as reported by the field clinical specialist, approximately 5 years 4 months post transaortic tavr procedure with a 20 mm sapien 3 valve the patient presented with stenosis due to calcification. A valve in valve procedure was successfully performed and the patient was stable. Based on medical records received, prior to the valve in valve procedure the patient presented with worsening shortness of breath, congestive heart failure, severe tavr dysfunction, and severe aortic and paravalvular insufficiencies. The patient was deemed inoperable due to a porcelain aorta, therefore a valve in valve was the safest option.

Manufacturer narrative:
Correction to a.2.

Event description:
As reported by the field clinical specialist, approximately 5 years 4 months post transfemoral tavr procedure with a 20 mm sapien 3 valve, the valve had stenosis due to calcification. The physician determined the annulus was too small for a surgical valve so opted for a thv sapien 3 valve to be placed during this open procedure. The patient had a successful thv in thv procedure performed. The patient's outcome was stable post valve-in-valve procedure.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the calcification is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.